Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a gold probe was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the entire distal gold tip detach from the end of the catheter but didn't fall into the patient. The procedure was completed with this device. There were no patient complications as a result of this event.